Event description:
It was reported that this patient contacted boston scientific technical services (ts) indicating that they have observed a red call doctor (rcd) icon on their home communicator for a while. Ts referred the patient to their following clinic due to the rcd icon and the patient indicated they already went to the doctor. A subsequent review of remote monitoring data from the patients implantable cardioverter defibrillator (ICD) system indicates ongoing high out of range shock impedance measurements on this right ventricular (rv) lead. The shock impedance measurement trend data shows a gradual rise over time reaching a high out of range measurement of 125 ohms approximately two years ago. The shock impedance has continued to gradually rise reaching a measurement of 148 ohms approximately one year ago. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.